Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during implant of the cardiac resynchronization therapy defibrillator (crt-d), defibrillation threshold testing (dft) failed during three separate tests within range of the maximum output of the device. Lead position optimization was conducted however the crt-d failed to effectively defibrillate the patient. An alternative crt-d with higher available energy was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.